Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was found that the scope was washed and used without the filters (including water filters) being replaced. The event likely occurred due to the user not fully understanding how to maintain the equipment. The oer-6 product instruction manual for operation states that "the water filter should be replaced at least once every two months." Increase. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his staff had inadvertently incorrectly reprocessed his olympus gastrointestinal videoscope. According to the initial reporter, the scope had been washed but the filters on his olympus endoscope reprocessors had not been replaced since (B)(6) 2021. The customer confirmed that he has 2 olympus reprocessors on site. Consequently, he could not confirm which scopes were cleaned in which unit. The total number of possible events is unknown. However, the customer did confirm a total of 15 devices were involved ¿ 2 processors and 13 scopes. There was no patient harm reported as a result of the above event. This report is capturing event 9 of 15. For the related events, please see reports with the following patient identifiers: (B)(6).